Event description:
At the end of dialysis, needles were being pulled & it was noted that the venous needle had separated. The needle had separated from the catheter & needle was still in graft. Nurses held pressure for 25 minutes till they saw an end of needle which they were able to use forcepts & remove from graft. X-ray done 01/22/94 to locate needle in graft.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.